Event description:
Additional information received from the manufacturer representative (rep) reported that when he was with the patient he checked the device and did not see anything wrong at the time. The rep did verify the implant went off by itself because it happened when he was there. The rep tried to determine if it was something in the environment, but could not determine the cause.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that patient was programmed on (B)(6) and was doing great up until about a week later which was 4 or 5 days ago when patient started feeling worse. The patient came into office on the day of this call and said it felt like stim had been off, so they interrogated with patient programmer and stim had been off. They interrogated with physician programmer and it said implantable neurostimulator had been off since 1am on (B)(6). Rep checked the clock of the ins and it was only off by 30 minutes. Rep turned ins back on but toward the end of the appointment, the patient asked to check the device again as they started to feel weird. Rep checked ins again with patient programmer and again, it was turned off. It was indicated that patient hadn't had any medical procedure and has been at several stores with security gates but that was not when the ins turned off. Rep noted patient had a watch on but when they placed watch directly over ins in the office and nothing happened with the ins. The patient did not have special mattress or anything and they did not use the (B)(6) in bed either. Rep stated patient had a pacemaker on opposite side of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.